Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon was not able to go into following mode with any of the universal surgical manipulator (usms) controlled by the left master tool manipulator (mtm). The customer swapped usm4 to mtmr and it worked correctly. The customer finished the procedure and installed training instruments to confirm the issue. The surgeon also mentioned the instrument jaws did not match grip position sporadically. The technical support engineer (tse) reviewed the error logs and they were clean. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure during calibration via matlab.